Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between october 3-4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a flow issue. The device did not infuse while connected to the patient. This was noted at the end of the expected therapy time when the nurse arrived at the patient's home to connect a new infusor. The device had been filled with piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 address line 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.